Event description:
A lead extraction procedure commenced to remove right atrial (ra) and right ventricular (rv) leads, both capped, and an active rv lead as well, due to cied system/pocket infection. The center lumens of the capped ra and rv leads were compromised, fractured years ago, so a traction platform could not be established. A spectranetics lead locking device (lld) was inserted into the active rv lead to provide traction. Along with other devices, the physician used a spectranetics tightrail rotating dilator sheath to aid in extraction. As the physician was working on the active rv lead using the tightrail device, the active rv lead (with lld inside) and both capped leads were sheared off in the innominate area by the tightrail device (MDR #1721279-2022-00063). The physician could not maintain traction to keep the tightrail coaxial due to the leads unraveling, and the active rv lead doubled over itself, causing it to be cut. The leads were adhered together, so the physician did not try any other means to remove them. The lld was capped within the active rv lead and remained in the patient (MDR #1721279-2022-00064). The physician referred the patient to the cardiothoracic (CT) surgeon for a consult to decide if she needed an open procedure to remove the leads. The patient sustained no injury and survived the lead extraction attempt. This report captures the tightrail device which inadvertently sheared off all three leads, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
The device was discarded, thus no investigation could be completed. The cause of this event was not as a result of the tightrail device; fractured/adhered leads present within the patient kept the physician from being able to remain coaxial with the tightrail device.